Manufacturer narrative:
(B)(4).

Event description:
The customer reports the catheter presented a continuous leak and the patient's father requested the removal of the catheter.

Event description:
The customer reports the catheter presented a continuous leak and the patient's father requested the removal of the catheter.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc catheter for evaluation. Each of the extension lines had an injection cap and a box clamp was attached to the catheter body. Visual examination revealed that the catheter tip had been cut off and not returned. No other defects or anomalies were observed on the box clamp, juncture hub, or extension lines. Microscopic examination of the catheter did not reveal any defects. The catheter body length measured 3.66"; therefore, approximately 2" of the catheter tip was cut off and not returned based on the length specification. The catheter body outside diameter was found to be within specification. Functional testing was performed by connecting each extension line of the catheter to the lab leak tester and clamping off the distal end of the catheter. The leak tester was turned on and the pressure was increased to 45 psi and held for 30 seconds for each extension line. No leaks were observed from any region of the catheter while testing each of the extension line. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) supplied with this product cautions the user "indwelling catheters should be routinely inspected for desired flow rate, security of dressing, correct catheter position and for secure luer-lock connection." The IFU also contains the warning "use of a syringe smaller than 10 ml to irrigate or declot an occluded catheter may cause intraluminal leakage or catheter rupture." The reported complaint of the catheter leaking could not be confirmed through examination and functional testing of the returned sample. The returned catheter did not leak during functional testing and met all dimensional and visual requirements. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. No problem was found with the returned catheter.